Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A correlation between the patients reported hemorrhagic stroke and the findings during the evaluation of the returned lvad pump could not be determined. The device was returned assembled with the driveline cut approximately 2.5¿ from the pump housing and the distal portion of the driveline was not returned. The inlet tube was not returned; however the remainder of the sealed inflow conduit (flex section and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port and the sealed outflow graft was returned detached from the device; however, the remainder of the sealed outflow conduit (outflow graft bend relief and outflow graft bend relief collar) was not returned. Examination of the pump upon disassembly revealed tissue like depositions admixed with loosely clotted blood within the outlet stator and outflow elbow. Depositions of tissue-like clotted blood as well as depositions of loosely clotted blood were also observed within the inlet elbow as well as the rotor inlet and along the body of the rotor. The observed depositions lacked lamination and lacked denaturation, indicating that they likely developed acutely while the pump was supporting the patient. These depositions appear to be the result of poor surface washing due to an interruption in flow or a low flow event. A correlation between the observed depositions and the patient¿s reported hemorrhagic stroke could not be determined. Upon removal of the observed depositions, the device was cleaned. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that 6 days prior to the lvad implant the patient had undergone a coronary artery bypass graft (CABG) procedure. The patient had aortic insufficiency (ai) and a severely depressed right ventricle. He was not able to be weaned from cardiopulmonary bypass and bi-ventricular extracorporeal circulatory support was initiated. The right ventricular extracorporeal circulatory support was weaned off after 3 days. The left ventricular extracorporeal circulatory support was discontinued on (B)(6) 2015 at the time of the lvad implant. During surgery a patent foramen ovale (pfo) was surgically closed and the aortic valve was oversewn. Additionally, right ventricular extracorporeal support was re-established due to a severely hypokinetic right ventricle. Post-operatively, the pfo and ai were gone and the patient was on epinephrine, dobutamine and nitroprusside infusions and nitric oxide. The patient¿s chest had remained open throughout the time period from the CABG and after lvad implant and he had been taken back to the or several times for irrigation of the chest cavity. At an unspecified time throughout his complex hospital course, the patient had a tracheostomy performed and he developed renal failure. On (B)(6) 2015, it was reported that the patient stopped following commands and was diagnosed with a hemorrhagic cerebrovascular accident (cva). The patient had been kept sedated; therefore, it was difficult to determine the actual onset date of the cva. Although heparin was stopped on (B)(6) 2015, the hemorrhagic cva continued to increase in size. The patient expired on (B)(6) 2015 when support was withdrawn per the family wishes. It was reported that the lvad was functioning as expected with no change in parameters.

Manufacturer narrative:
Approximate age of device: 1 month. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.